Manufacturer narrative:
Multiple attempts were made to obtain additional information on the repair and service of the device that have been unsuccessful.

Event description:
It was reported that the ventilator had a temperature too high error code ec 1002. There was no patient involvement. The customer was unable to verify the error code and was advised to run the unit overnight to duplicate the reported issue. Further information is pending.